Event description:
Event description guidant received information that this pacemaker and right ventricular lead were removed from service the day following their implant due to the inhibition of pacing observed several times. It was also reported that numerous observations of loss of capture were noted during and after the implant procedure. During the implant a question of proper setscrew function was reported. The physician could not verify failure of either the lead or the device on re-evaluation and thus, both the pacemaker and the lead were explanted and replaced. Both products were returned for analysis.